Event description:
It was reported that pump displayed cgm error 42 during use with g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, confirmed error did not recur after reset, and successfully started new sensor session; no further actions were documented.